Event description:
An issue was reported where the screen backlight turned on, but nothing was displayed, resulting in a black screen. There was no adverse impact to the customer¿s blood glucose level. The customer experienced difficulties interacting with and reading the pump screen. Consequently, technical support decided to replace the pump. The customer was informed about the replacement process and agreed to the instructions. They will use multiple daily injections as a backup therapy and received guidance on returning the malfunctioning pump. A replacement pump with updated software will be provided along with training support accessible through their tandem source account.